Manufacturer narrative:
Http://www.ncbi.nlm.nih.gov/pubmed/24976101. Based on the reported information, there is no evidence suggesting that the device was defective or a malfunction of the device occurred during use. The lot history record review was not possible as the lot number was not reported.(B)(4).

Event description:
Citation: yu-hone hsu, et al. Endovascular treatment and computed imaging follow-up of 14 anterior condylar dural arteriovenous fistulas. Interv neuroradiol. 2014 may-jun;20(3):368-77. Doi: 10.15274/nrj-2014-10028. Epub 2014 jun 17. The following report was received by medtronic (covidien) through review of literature: one patient received transarterial embolization (tae) with liquid embolic agent (onyx 18) which failed and the patient required further treatment with coiling. A total 14 patients (seven males, seven females) were treated, with a mean age of 54.4 years.